Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements up to greater than 2000 ohms. The patient was to receive a new rv lead; however, due to the patient's condition of three-vessel disease, a new lead could not be implanted at that time. The lead was tested and no additional changes were observed. The patient was scheduled for a lead revision, which had not yet occurred. No adverse patient effects were reported. The lead remains in service.